Event description:
It was observed that during the device evaluation, the colon videoscope exhibited residual liquid and foreign matter are present in the secondary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the type of material and the probable cause of the foreign material to remain in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.